Event description:
The customer reported that during an oophorectomy, the jaws of the device would not reopen while applied to tissue. The surgeon used a grasper to pull the tissue from the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no a large amount of eschar in and around the jaws of the device. The jaws were not stuck shut and the jaws opened and closed normally when the handle was activated. When activated on porcine kidney tissue, the jaws opened and closed normally. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws did not stick to or lock onto the tissue. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent too the customer's report were noted. Covidien could not confirm the customer's report.